Manufacturer narrative:
The device history record (DHR) review is in process. This device was reportedly explanted due to aortic stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to explant and replace a valve, the most common of which is stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, this patient's medical history includes diabetes mellitus, renal disease, hypertension, and a recurrence of aortic stenosis which are considered contributing patient factors. Minimal information regarding the condition of the valve at the time of the explant was made available; therefore, the root cause for the stenosis cannot be conclusively determined. The device has been received and the product evaluation is in process. As soon information becomes available, supplemental information will be submitted. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this aortic pericardial valve, implanted eight (8) years and five (5) months, was explanted due to aortic stenosis. This valve was originally implanted for aortic valve replacement to treat aortic stenosis. The device was explanted and a 19 mm edwards magna ease aortic valve was implanted with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered."

Manufacturer narrative:
The product was returned for evaluation. Customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. Host tissue around leaflets 2 and 3 created a flap at the inflow aspect; the host tissue was measure to be 7mm at the greatest distance. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet damage was observed on leaflet 1 near commissure 1. The wireform was exposed on commissure 1 near the damage on leaflet 1. Serrated markings were observed on leaflet 1 near commissure 2, and on leaflet 3 near commissure 1. Leaflet 3 had a tear of 4mm near commissure 1; serrated markings were observed on the tear region. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.